Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Blood glucose level of the customer was 51 mg/dl. The customer was treated with the food. The customer was assisted with the troubleshooting. It was reported that the customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was unsure whether the auto mode was active or inactive on the insulin pump during the hypoglycemia event. The insulin pump will not be returned for the analysis.